Manufacturer narrative:
The customer did not retain the product lot information for this procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. A wet fluidics management system (fms) in a tray was visually inspected and no obvious defects were observed. The sample was tested using a console. The sample could be recognized by the console. The sample primed and tuned with the handpiece and the 0.9mm abs tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. The sample functioned within specification. The aspiration and irrigation flow rates met specifications. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported aspiration issue during cataract surgery of phacoemulsification aspiration. The surgery was completed during the same procedure by changing of cassette and balance salt solution (bss). There was no report of patient harm. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).